Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering insulin. Customer stated that they changed the reservoir and they experiencing hypoglycemia. Customer stated that almost half of the reservoir was appears to be spent. Customer stated that they did not took any bolus before this. Customer stated that they did not received any alarm regarding low sensor glucose or low blood glucose values. No harm requiring medical intervention was reported. Customer declined the troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged less insulin in reservoir than expected (without any bolus deliveries being programmed) and possible over delivery found on (B)(6) 2021. No alerts or alarms noted for the event date and customer does not trust insulin pump anymore. The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08825 inches. A test p-cap does lock into place inside the reservoir compartment properly. History download was successful using thump and carelink upload was successful. The insulin pump history file lists data from (B)(6) 2021 to (B)(6) 2021. No history data available for event date (B)(6)2021. Installed a water filled test reservoir and primed the insulin pump. Several boluses were programmed and delivered. All programmed bolus delivered their indicated amount and were verified in the daily and summary history screens. The units left at the insulin pump display matched properly the units left at the test reservoir. The insulin pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly electrical board 1 and electrical board 2, motor, or force sensor noted. No unexpected alarms or delivery, bolus, and over delivery anomalies noted during testing. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Unable to confirm alleged over delivery anomaly or bolus anomaly (units left in the reservoir). The insulin pump passed the functional testing. Several test bolus deliveries were programmed and delivered. Units left at the insulin pump display matched properly the units left at the test reservoir. The insulin pump history file lists data from 6/3/2021 to 7/7/2021. No history data available for event date (B)(6) 2021. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.